Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced abdominal pain, diarrhea, and sepsis and subsequently passed away. Three days prior to passing away, the patient was hospitalized for abdominal pain and diarrhea. Treatment for the event was unknown. During hospitalization, a line was placed for hemodialysis. While hospitalized, the patient was reported to have coded four times. On the third day of hospitalization, the patient passed away due to sepsis. The cause of the sepsis was unknown. The patient was not connected to the homechoice or performing peritoneal dialysis therapy at the time of death. It was unknown if an autopsy was performed or if a death certificate was available. Additional information was not available. This is report 4 of 4 involved in this death event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report references the same patient as (B)(4).